Manufacturer narrative:
Initial reporter postal code: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo" 8.5f bi-directional guiding sheath large and a brim cap detachment issue occurred. It was reported that the device valve injection of the carto vizigo" 8.5f bi-directional guiding sheath - large stopped working. The problem was located at the valve tap. It did not turn well for good use. The device was exchanged and they were able to complete the procedure. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the available information, this event was assessed as a MDR reportable brim cap detached issue as they reported that the hemostatic valve tap was malfunctioning. It did not turn well for good use.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001469 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).